Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The device was not returned.

Event description:
It was reported that that the patient's temperature was 37c, and the patient was unable to cool to the target temperature of 36c. As a result the pads were replaced with a new set of pads.